Event description:
It was reported to philips that the battery pins on the battery pca were broken/missing for the a/b battery and required replacement. There was no patient involvement reported.

Event description:
It was reported to philips that the battery pins on the battery pca were broken/missing for the a/b battery and required replacement. There was no patient involvement reported. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin 3 was found to be broken and j1 pins 7 and 8 were found to be compressed.